Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that the low glucose alarm did not sound and he experienced symptoms described as "heavy sweating, dazed, limb pain, and visual disturbances." The customer had contact with a healthcare provider who obtained a glucose reading of 2.6 mmol/l and was provided unspecified treatment for diagnosis of hypoglycemia. No further information could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported that the low glucose alarm did not sound and he experienced symptoms described as "heavy sweating, dazed, limb pain, and visual disturbances." The customer had contact with a healthcare provider who obtained a glucose reading of 2.6 mmol/l and was provided unspecified treatment for diagnosis of hypoglycemia. No further information could be obtained. There was no report of death or permanent injury associated with this event.